Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation because the subject device was not returned for evaluation and because the user culture result reports were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility where no patient infections occurred and no patients were infected. The scope was reprocessed and re-cultured and quarantined until the cultures came back negative. The results of the positive cultures were believed to be due to environmental exposure and inadequate cleaning. The user has reached out for additional training from olympus endoscopy support specialist (ess) and has worked with the ess to retrain on the scope processing and culturing. The culture results from (B)(6) 2023: staphylococcus epidermidis gnr (1), no organism identification possible x4 gpr (3) and paenibacillus urinalis. The culture results from (B)(6) 2023: staphylococcus hominis gpc (4), rothia mucilaginosa and streptoccoccus mittis oralis gpc (4). Subsequent culture testing was reported to be negative for germs.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination on an unspecified date back in (B)(6) 2023. The reported issue was discovered during a routine culture test prior to or after use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. An endoscopy support specialist (ess) visited the facility to conduct an onsite in-service demonstration. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. While going over the scope cleaning instruction for model tjf-q190v, the staff was in disagreement with the correct way to clean the scope. Additionally, the staff was confused with the use of maj-1888 brush to clean the scope. Ess clarified that the maj-1888 was not in the instructions for use (IFU) for this device. During the visit the customer indicated that the scope returned a positive culture test result for staphylococcal bacteria back in (B)(6) 2023. The scope was then reprocessed and tested again which resulted in a negative test. The customer disclosed that during the cleaning sterilization and disinfection (cds) process a steris leak tester and flush pump are used for some of the steps. Ess advised to reach out to steris regarding proper use of this equipment on the scope. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. Additionally, a new wall chart for tjf-q190v was provided for future reference. Lastly, ess advised the facility to reach out to olympus as soon as possible when a positive culture test is obtained. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaint (june positive culture occurrence): (B)(4) tjf-q190v evis exera iii duodenovideoscope, serial number (B)(6).